Event description:
It was reported that when connecting the filter and catheter tube, it has been noticed that the threads in the yellow connector do not engage properly, and the connection can be pulled apart, potentially leading to contamination of the set and, in worst case, an infection in the epidural space. This could have caused death or severe health deterioration. There was no impact on the patient as this was discovered in time and a new filter with a functional connector could be used.

Manufacturer narrative:
D4: full UDI not available as no lot number was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one used decontaminated sample of 30-4451 filter, 0.2 micron, iso neuraxial f/m, rotating hub was received without its original packaging for investigation. Customer is claiming that the threads in the yellow connector do not engage properly, and the connection can be pulled apart. Sample provided by customer was visually inspected with no problem found, so the sample was tested by connecting the filter with the connector and then slightly pulled to see if the filter will detach or not. On video you can see that the tested sample is connected successfully and then after pulling the components did not detach. Based on the event description and samples condition the disconnection was probably caused when the customer did not follow the instructions for use. No trend of similar customer complaints has been identified. A device history record could not be completed as no lot number was received.